Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the patient reported that the circumstances that led to the stimulation not being as intense as it used to be issue was that the neurostimulator battery had died after 10 years of service. Also, as a step to resolve the issue, the neurostimulator will be replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot # j0542972v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot # j0540953v, implanted: (B)(6) 2005, product type lead; product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins) which was noted as sudden onset in nature. The patient had checked their device with the programmer but noted that they have not had the device checked ¿in years.¿ prior to this issue, the patient had been increasing the stimulation ¿to the max¿ as it was not as intense as it used to be. The patient went to their healthcare professional (hcp) on (B)(6) 2015 for a nerve block. The indication for use for the implanted device was noted as other pain indications - other. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.